Event description:
Customer returned the unit to datex-ohmeda for service. No complaint details were provided. Investigation/conclusion: the unit was returned to the manufacturing site for investigation. The unit was tested, and the output was found to be low to manufacturer's specification. The low output was determined to be due to the thermostat being set low to manufacturer's specification. Once the thermostat was reset, the output was found to be within manufacturer's specification. The cause for the thermostat being out of specification could not be determined.